Event description:
It was reported that the patient with this implantable pacemaker felt getting electrical shocks down the arm and was in severe pain. The paramedics said that the patient device had misfired. The patient was hospitalized due to the shock. Also, the physician had indicated that the electrical shock might have affected the patient's brain that made patient hear music, so the physician had put patient on medication. Technical services (ts) referred patient to the physician. This pacemaker remains in service. No additional adverse patient effects were reported.